Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation primary with a unspecified mentor breast implant and suffered from a wound infection on the right side. The type of the device involved is unknown. The common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. As a result, the patient had undergone removal and replacement with mentor smooth round moderate profile 325cc on (B)(6) 1995.